Event description:
On 5/1: customer reports fluoro failed at the beginning of patient procedure for stent placement. Customer did not provide any other information other than procedure completed with use of c-arm portable fluoro unit. No reported injury. Customer does have back up room for procedures.

Manufacturer narrative:
Field service engineer found no image displayed when the fluoro footswitch was depressed. Trouble shot the sedecal generator and determined there was a faulty atp console pcb. Fse replaced the atp console pcb. Fse performed a service check and verification per lf specifications in hut service manual. System returned to full service by the customer.